Event description:
Report of "epidural catheter broke off during removal" received. The pt was receiving narcaine 0.125mg and sufenta 1mcg/cc via epidural for labor pain control during a vaginal delivery. Customer reported that a 20 gauge epidural catheter was inserted by the crna without problems. The pt received good pain relief after the first dose of the medications was administered. After the infant was delivered, the epidural catheter was ready to be pulled out. During the process of removal, it was reported that the catheter "broke apart". There was no report of resistance during the removal process. Customer reported that part of the distal end was left in the pt's body. Report source stated that the CT scan showed a "total length of 5cm with 2cm length noted in the epidural space". There was no report of spinal fluid leakage or any pt adverse effects. The physician was made aware and the pt was scheduled for surgical removal of the catheter on 10/04/2000. It was reported that "the catheter was removed intact with a noticeable knot. It appeared to be already stretched out and looked longer than 5cm". Report source stated that "the incident did not prolong the pt's hosp stay". The pt was discharged to home in 2 days with mild complaint of soreness to the back "related to the surgical incision". The pt did not experience any adverse sequelae. No add'l info available.